Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of thrombosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
This event was captured based on literature review. It was reported that a prospective but non-consecutive series of 72 patients, who were scheduled for a coronary intervention, were randomized to zotarolimus-eluting stents (zes) or everolimus-eluting stents (ees). Of the 72 patients, 32 patients received non-abbott zes and 40 patients received unspecified xience ees. At 3 months, 33 patients with 35 xience ees underwent optical coherence tomography (oct) and at 12 months 27 patients with xience ees underwent oct. Clinical outcomes were as follows: 1.2 % stent thrombosis at 3 month follow-up; 1.8 % stent thrombosis at 12 month follow-up; no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. The stents remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all relevant information.